Event description:
Female presented with aortic stenosis/atrial fibrillation, and congestive heart failure. Pt underwent CABG, aortic valve, and mitral valve replacement surgery. Thoracic valve was found to be regurgitant. The aortic valve was explanted and replaced with a new valve.